Event description:
Information received indicates the bed is alarming and there is no function from the right siderail.

Manufacturer narrative:
The technician found fluid on the siderail ucm board and cable. The technician replaced the ucm board and cable to repair the bed.